Event description:
It was reported by the rep on a global checklist and also on external medwatch 360072-2000-001-2 that the (1) sw100 was used on a gerd (colitis) procedure. It was reported that the device would not draw the suture tight and the surgeon ordered it replaced. The case was completed with another device and with no pt consequence.